Event description:
Boston scientific crm received information that prior to the implant procedure, it was known that due to this patient's age, an extended procedure time would not be tolerated. This passive fixation lead was chosen for implant. However, during the procedure, difficulty was encountered locating an appropriate lead position. When the leads were connected to this pacemaker, loss of right ventricular capture was noted. Despite several attempts to reposition the lead, similar results were obtained; acceptable lead capture could not be obtained. A decision was made to remove this passive right ventricular lead and implant an active fixation lead. Due to the patient's condition, difficulty was encountered performing the subclavian venous puncture. At the same time, the patient experienced a respiratory arrest. This lead and the pacemaker were removed and the patient was intubated. Attempts to resuscitate the patient were unsuccessful. The patient passed away. The physician did not feel this lead contributed to the patient's death.

Manufacturer narrative:
When this lead has been returned and analysis performed or additional information be obtained, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits, confirming the lead was electrically operating normally. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Further visual inspection noted dried blood in the lead lumen at 3 to 43 cm from the terminal pin, which likely entered through an insulation cut at 28.5 cm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations. The insulation cut and blood in the lead's lumen were not likely to contribute to the reported clinical observation.